Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the olympus field service technician device evaluation. The olympus field service technician performed an on-site visit. Troubleshooting had been carried out by the technician, and it was found that the converter boxes that were installed on the customer side, which are attached to the digital video effects (dve), were defective. As a temporary measure, direct cabling had been used. The technician recommended that the dve pull a signal cable (4k and/or hd-sdi) directly from the dve to the ceiling tripod and install a connection socket (4k and/or hd-sdi) for the signal cable on the dve. The issue was resolved. The device will not be returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the defect was caused by the equipment of the facility. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus repair facility for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the video system center had no image transfer to the monitor on the ceiling stand. There were no reports of patient/user harm.